Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a shock fast ventricular tachycardia (vt). However, there was a suspected shock for rapid ventricular response as there was an atrial arrhythmia in progress at time of therapy. The device remains in use. No further patient complications have been reported as a result of this event.